Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: the stapler did not close the staples correctly. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35w 6/box lot # 73l1600055 was manufactured on 11/07/2016 a total of (B)(4) pieces. Lot was released on 11/10/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was a representative sample. The actual sample was not returned. Visual examination of the returned sample revealed that the sample appears typical. The stapler was returned with 38 staples left in the cartridge. Reference file pic_anp1900056414 for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was unable to properly form. The staples became misaligned and no more staples would fire. The stapler was disassembled and it was found that the saddle spring became detached from the pusher which appeared to have caused the staples to misalign. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It is unlikely that this damage was present at the time of other remarks: manufacturing. However, it could not be determined how or when the saddle spring became detached from the pusher. The staple that was fired was microscopically examined and no burrs were observed. A corrective action is not required at this time as it could not be determined how or when the saddle spring detached from the pusher. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It is unlikely that this type of damage was present at the time of manufacturing. The potential cause of this complaint issue could not be determined. The reported complaint of "did not close the staples correctly" could not be confirmed since the actual sample was not returned. However, a representative sample was returned and an issue was confirmed for the returned sample. The saddle spring became detached from the pusher which caused the staples to misalign after the first attempt to fire. A device history record review was performed and it showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It is unlikely that this damage was present at the time of manufacturing. However, it could not be determined how or when the saddle spring became detached from the pusher. The potential cause of this complaint issue could not be determined.

Event description:
Issue reported: the stapler did not close the staples correctly. There was no patient injury.